Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-03673 . It was reported the patient experienced loss of stimulation due to one lead having high impedances while the other lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue. It is unknown which lead had high impedances and which lead had migrated.